Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose levels 600 mg/dl. Customer stated that the insulin pump had motor error alarm. Customer was not able to complete rewind insulin pump. Customer stated that the drive support cap was normal. Customer stated that the insulin pump passed displacement test. The insulin pump will be returned for the analysis.